Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported having to turn up the laser wattage to 1k watts. Additional information was received reporting " no event nothing happened."

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. However, the company service representative found the issue to be related to the non-company laser indirect ophthalmoscope (lio) probe that the customer was using. The company service representative suggested the customer to replace the non-conforming non-company lio. The system was then tested and met all product specifications. The system was manufactured on july 20, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).